Event description:
It was reported that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The physician elected to program the implantable defibrillator to right ventricular pacing only. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.